Event description:
The customer reported that the unit failed the paddles indicator test.

Manufacturer narrative:
The customer reported that the unit failed the paddles indicator test. The customer evaluated the device and isolated the problem to the power pca. Replacing the power pca resolved the issue. The unit was put back into service.